Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation, therefore, a failure analysis is not available and we are unable to determine if the device met specification. A lot history search could not be performed, as the lot/batch number of the device was unable to be provided by the complainant facility. In addition, a review of the device history record was not performed, also due to the lot number not being provided. A ship history review for this customer was performed for the three months prior to the event date. This review identified two lot numbers that may have potentially been involved in this event. The lot numbers of these two lots are 9299772 and 9703173. A review of non-conforming reports from december 2006 to february 2007, inclusive, and may 2007 to july 2007, inclusive, found no issues which could relate to this complaint. The dates of manufacturer for the two identified lot numbers were january 6, 2007 and june 12, 2007. A review of the device history record for occlusion balloons with lot numbers 9299772 and 9703173 was performed. The device history record review confirms that this device met all material, assembly and performance specifications. A review for similar complaints within the two lot numbers identified during the ship history review was conducted; there were no complaints associated with these lot numbers. The complainant reported that the device was subsequently discarded. Without receiving a product sample for evaluation, a definitive root cause could not be determined for this incident, we are unable to determine the relationship between the device and the cause for this event. The directions for use (dfu) cautions the clinicians of the following: prior to introduction, test the balloon to determine the amount of fluid necessary to inflate the balloon to the desired inflation diameter. Refer to inflation tables on page 7 for recommended inflation volume. Failure to do so may result in vessel or balloon rupture. The dfu for this device also advises the user: note: when inflating the balloon, always inflate slowly. Fluoroscope monitoring of the balloon during inflation is recommended. In addition, the dfu includes vessel perforation as a potential complication that may result from on occlusion balloon procedure. The as reported classifications of patient complications was trended across the occlusion balloons product family for the last 15 months (june 2006 to august 2007) and one similar complaint was found. There is no indication of an adverse trend. In addition, the july 2007 15-month occlusion balloon complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
The complainant reported that in 2007, the clinicians performed an insertion of an occlusion balloon catheter in a patient (age and gender unknown) for treatment of an occlusion of the iliac artery, after post partum hemorrhage. The complainant indicated that during the procedure, and after the occlusion balloon was inflated, a rupture of the iliac artery was noted. During this event the balloon did not burst and did retain inflation. The patient was treated with another occlusion balloon. There was no indication from the complainant of any additional adverse affect on the patient as a result of the rupture. Additional information received from the clinician indicated that "the balloon was possibly over-inflated." The complainant also subsequently indicated that the patient's specific anatomy or underlying medical condition may have possibly contributed to this event, and that fluoroscopic monitoring of the balloon was not maintained during inflation, "due to the nature of the procedure." The complainant responded to our requests for x-rays, photographs or any form of media available, and reported that "no screening took place at the time of inflation."